Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's hospitalisation period was extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) when the tether was cut the leadless ipg moved and was attached by only one tine. Prior to the cutting of the tether, all electrical tests were good and at least two tines were properly moving/attached during radiography. The physician opted to implant another leadless ipg before recapturing the first one, the second one was implanted successfully but made the first one moved in the pulmonary artery. During extraction of first leadless ipg an infundibulum breach occurred resulting in a tamponade, drainage and cardiac massage were performed (pericardiocentesis and resuscitative measures). The first leadless ipg was not retrieved and remains in the patient. No further patient complications have been reported as a result of this event.